Event description:
Unomedical reference number: (B)(4). Event occurred in germany. On (B)(6) 2022, it was reported that the patient's infusion set's tubing fell out of connector while the patient was sleeping and this issue occurred with two infusion sets. The site location was patient's abdomen. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.